Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02720. It was reported that one of the patient's leads migrated. The patient underwent a surgical procedure (manufacturer reference report number: 3006705815-2020-02721) in which the leads were explanted.